Manufacturer narrative:
Info is limited and no connection can be made between the reported problem and any shortcoming of the device or info supplied with the device. The instructions-for-use provided with the device list foreign body sensitivity as a possible adverse outcome. In conversation the contact was informed that she should discuss this with the implanting surgeon or an allergist who may be able to determine if her daughter is experiencing a metal sensitivity response.

Event description:
Mother of pt implanted with xpdm 6.35 stainless steel implants reports that her daughter may be experiencing a reaction to the metal implants. The info she provided was limited. A complaint was opened to document this issue. Since an event of this nature could result in the need for surgical intervention an MDR is filed to document this issue.